Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. The service technician observed foam degradation in the device assembly. Error code 106 (indicating an issue with the heated tube) was found in the device log history.